Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server several users were unable to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. Upon investigation of the actual device used in this incident, it was determined that the user could not log in due to an issue in the customer environment on msdtc was not working. The technical support specialist (tss) confirmed that if msdtc was not functioning or its dll was missing, any process relying on distributed transactions could fail, causing authentication errors or disconnected mode. The hospital information technology (it) team had fixed this issue. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server several users were unable to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.